Manufacturer narrative:
Patient weight not provided for reporting. Unknown when pain started. This report is for an unk - screw/rod construct accessories/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient had an l4-ilium posterior spinal fusion with synthes universal spinal system (uss). At an unknown time, the patient developed back pain, and also an adjacent level disc disease above the fusion. The surgeon performed the revision surgery on (B)(6) 2018, then removed all the nuts, collars, and both rods. While removing the rods, the surgeon discovered that the left rod was broken just cranial to the left s1 screw. The surgeon placed a new uss screws at l2 and l3, and contoured new rods, and connected them to the screws from l2-ilium. The surgeon did not replace any of the l4-ilium screws from the (B)(6) 2018 surgery. The procedure was successfully completed. There was no surgical delay and patient consequence. This complaint involves seven (7) devices. This report is 4 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: description of event or problem. Implant date : exact date is unknown. Initial reporter occupation. Corrected data: common device name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for two (2) unknown screw/rod construct.